Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
The lot number of the product is unknown; therefore neither device history records nor complaint history could be reviewed. This item is used for treatment. It could not be confirmed if the devices are an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided.